Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2013-25157, 25158, 25159, 25160. The patient alleged both ipgs (device 1 and 2) were explanted due to not being able to hold a charge. It was also reported the patient alleged having problems with the leads (devices 3-5) due to malfunction. As a result, one of the leads were explanted and replaced. Reprogramming attempts were unsuccessful and x-rays were taken before the explant procedures. All possible leads have been reported since it is unknown which leads were malfunctioning or explanted. Reference MFR. Report: 1627487-2013-07306 for the explant date of the remaining leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.